Event description:
An obvious decline in the patients hearing performance was noticed by the guardians. A history of head trauma was denied. Problems of external devices were excluded.

Manufacturer narrative:
(B)(4). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.